Event description:
A malfunction alarm was reported, displaying malfunction code malf 12, which persisted even after attempts to reset the pump. There was no reported adverse impact on the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.